Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report a hospitalization for high blood glucose levels. The customer's blood glucose level was 700 mg/dl at the time of incident, but was 413 mg/dl at the time of call. The customer's symptom included vomiting. The customer was wearing the device at the time of admission. The cause of the event was diabetic ketoacidosis. The customer was still being treated in the hospital. The customer found that the drive support cap was flush and loose. The customer declined to do further troubleshooting. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.